Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturer¿s representative (rep). It was reported that the device was explanted on (B)(6) 2017 and was replaced by a device of the same manufacturer. The device was in possession of the field contact and would be would be returned to the manufacturer. The patient¿s pump had been alarming, a motor stall occurred on (B)(6) 2017 and recovered on (B)(6) 2017, and another stall occurred on (B)(6) 2017. It was unable to determine what diagnostics/troubleshooting was performed. It was reported that the issue was resolved at the time of the report. The rep reported that there would be additional information obtained from the hcp. The drugs being delivered were fentanyl (concentration of 300 mcg/ml and a dosage of 70 mcg/day until (B)(6) 2017 and then it was turned to minimum rate) and bupivacaine (concentration of 25 mg/ml and a dosage of 5.8 mg/day until (B)(6) 2017 and then it was turned to minimum rate). As pump replacement occurred, it was also reported that the catheter was intact and flowed well. The new pump had been implanted without complications. There were no further complications reported/anticipated. The patient¿s weight was asked and unknown. Information was received from the rep on (B)(6) 2017. The device was returned to the manufacturer. No additional details were provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-feb-24. It was reported that it was unknown what troubleshooting was performed related to the motor stall. As an action/intervention taken to solve the motor stall the pump was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and a healthcare professional (hcp) regarding a patient receiving 300 mcg/ml fentanyl at a dose of 69.02 mcg/day and 25 mg/ml bupivacaine at a dose of 5.5752 mg/day via an implantable infusion pump for spinal pain and degenerative disc disease/herniated disc pain. It was reported that the patient saw an 8476 code (motor stall) on their personal therapy manager (ptm) programmer on (B)(6) 2017. The patient reported that she heard a beeping nose last evening (B)(6) 2017 and this morning (B)(6) 2017 but she wasn't sure what the noise was as she lives in an apartment. The patient had not recently had an MRI. The motor stall occurred on (B)(6) 2017 at 17:42 and subsequently recovered.the patient reported the symptoms of increased pain since she could not use her ptm since (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.